Manufacturer narrative:
(B)(6). Patient age not made available from the site. This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not-reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2013. Rmas issued. Replacement power supply and battery monitor indicator were shipped to site (B)(4) 2012. Medtronic evaluation of returned suspect power supply could not confirm a problem. Rechanged and ups passed 5 minutes ups load test procedure. Fully functional - no fault found. Medtronic evaluation of returned suspect battery monitor indicator finds that leds failed due to power surge. Electrical failure, malfunction-led, directly caused the event. A medtronic representative, following-up at the site, reported replacing the fuses and ups and had engineering reset the receptacle. The system booted properly and performed a full check-out, which was successful. Investigation including on site testing determined that the problem was due to a storm that apparently had impacted many systems throughout the site. Replacement of fuses, ups and battery monitor resolved the issue.

Event description:
A medtronic representative, medicraft, reported that, while in a spine procedure, the imaging system mobile viewing system (mvs) was beeping, then shut down. The surgeon had made an incision and performed exposure, and was attempting to spin and register. In trouble-shooting, power outlets in the room were checked, however, the issue was not resolved. The surgeon opted to discontinue the procedure, and re-schedule for a later surgery.